Event description:
It was reported by service report that one jack would not go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The tech was unable to confirm the event as the customer had already repaired the unit prior to the techs eval. The service tech found that unit was working to specifications.